Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 309628. Batch number#: 3034733. It was reported that the bd luer-lok leaked. The following information was provided by the initial reporter: verbatim#: rcc received a complaint via email. When drawing up medication from vial, needle/syringe leaked out. Not enough product to do treatment." Product number - 309628. Lot number - 3034733.

Manufacturer narrative:
(B)(4) - supplemental MDR/correction-leakage. Following submission of initial MDR, the customer information was not correctly reported. Section e updated to reflect correct customer address. Evaluation: one sample was provided to our quality team for investigation. The reported issue of leakage was not confirmed upon inspection of the sample. The condition observed is acceptable per product specification. Furthermore, a device history record review was completed for provided lot number 3034733. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.